Event description:
It was reported that when checking the PICC catheter prior to placement, the catheter was found bent at the scale of 2 cm. Due to a concern about the catheter guidewire and catheter, the product was not used. Another catheter was placed in this patient eventually.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq4567 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when checking the PICC catheter prior to placement, the catheter was found bent at the scale of 2 cm. Due to a concern about the catheter guidewire and catheter, the product was not used. Another catheter was placed in this patient eventually.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One open 4 fr powerpicc solo catheter kit was returned with the inlaid stiffening stylet. The kit accessory components were also present within the tray. A kink in the catheter was near the 3 cm depth marker. No apparent damage was noted on the catheter surface. The stylet was removed, and the kink was present on the stylet. A slight bend was found to be retained on the catheter. No breaks or additional damage was noted on the stylet. The condition of the kit components prior to kit opening and handling remains unknown; therefore, the exact cause could not be determined. A review of the manufacturing records did not reveal any evidence to suggest that a manufacturing related root cause contributed to the reported issue.